Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The product analysis detected an additional condition that was not related to the reported issue: the handle was disassembled. An active hall sensor in the handle caused the open/retract button to become unresponsive. Visual inspection noted that the solder connections between the drive motor and bldc board were all fully intact, and the motor wires were not kinked and possessed no signs of damage. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device follow up, there was problem loading the device. There was no patient involvement.